Manufacturer narrative:
H.6. Investigation summary this complaint is for a splash to the face when using phoenix panel nmic-306 (449292) batch 9323903. The event description states that while placing the caps on the phoenix panel, liquid splashed the customer in the face causing her to wash her face and change her contacts. The phoenix m50 user manual states on page 130 that "in additional to wearing gloves, use disposable lab coats or gowns and protective glasses or goggles when working around the instrument." The customer was not wearing proper ppe per phoenix m50 guidelines; therefore, this complaint is not confirmed. There were no quality notifications noted on the complaint batch. Complaint trending was performed and identified no trends associated with this defect. Bd ID/ast plant quality will continue to monitor for trends associated with this defect and take action as necessary. H3 other text : see section h.10.

Event description:
It was reported that bd phoenix¿ ast indicator solution splashed the customer in the face. The affected employee washed their face immediately and went home to change their contacts. Fremont laboratory consulted employee/occupational health and the physician in charge but no physical visit was deemed necessary. The sample contained psuedomonas qc organism atcc 27853 and phoenix indicator. Customer was wearing gloves but no face mask or goggles.

Manufacturer narrative:
The following fields have been updated with corrections: h.1. Type of reportable event: serious injury.

Event description:
It was reported that bd phoenix¿ ast indicator solution splashed the customer in the face. The affected employee washed their face immediately and went home to change their contacts. Fremont laboratory consulted employee/occupational health and the physician in charge but no physical visit was deemed necessary. The sample contained psuedomonas qc organism atcc 27853 and phoenix indicator. Customer was wearing gloves but no face mask or goggles.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd phoenix¿ ast indicator solution splashed the customer in the face. The affected employee washed their face immediately and went home to change their contacts. Fremont laboratory consulted employee/occupational health and the physician in charge but no physical visit was deemed necessary. The sample contained psuedomonas qc organism atcc 27853 and phoenix indicator. Customer was wearing gloves but no face mask or goggles.